Event description:
It was reported that ll vlv adpt(stand alone) was clogged. The following information was provided by the initial reporter: material no: 2000e batch no: 20035977. It was reported that many nurses reported that the sets are "clogged" and not allowing any fluid through. Event description per email states: I have 30 in front of me and have heard from at least 6-7 nurses, from varying shifts, of going thru at least 10-15 each, so I would think well over 100? So, a fair number of nurses have alerted me to this product, and an issue that, every now and then, they are defective. Specifically, that they are "clogged" and not allowing any liquid thru. After much searching it seems to concern this lot. We go thru a boatload of these, so more of an inconvenience than anything.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 2000e lot number 20035977 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues ¿ fluid blockage with lot #20035977 regarding item #2000e.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that ll vlv adpt(stand alone) was clogged. The following information was provided by the initial reporter: material no: 2000e ; batch no: 20035977. It was reported that many nurses reported that the sets are "clogged" and not allowing any fluid through. Event description per email states: I have 30 in front of me and have heard from at least 6-7 nurses, from varying shifts, of going thru at least 10-15 each, so I would think well over 100? So, a fair number of nurses have alerted me to this product, and an issue that, every now and then, they are defective. Specifically, that they are "clogged" and not allowing any liquid thru. After much searching it seems to concern this lot. We go thru a boatload of these, so more of an inconvenience than anything.